Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: at the reoperation, was the anastomosis intact? The leak was just below the entire-entire anastomosis. The anastomosis was ok were any difficulties experienced with device intraoperatively to include staple form? There were no difficulties during surgery related to energy or stapler, nor to staple formation. Does the surgeon believe that the post-op leak was associated with a deficiency of stapler or other contributing factors to include patient tissue condition? The surgeon has mentioned that it could be a stapler problem, but because he does not rule out any possibility. It is not clear that it could have failed. What is the current patient status? On saturday, january 9, one of the collections was punctured, obtaining pus from it. It had been evolving well, I lowered the pcr to 200, but on january 12 it rose again to 400, with a rise in temperature. As of january 15, he began to show a slight improvement, the abdomen was no longer so bulging, without temperature. He is currently in care in the ICU, but with a slight improvement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery on december 15 there were no incidents, it happened normally. The methylene blue test was carried out, with a result without filtration of the dye. 5 days later, on sunday, december 20, the patient had to be reoperated, suspecting that the entire anastomosis had been leaked. At surgery, a perforation of the blind loop of the jejunum was observed, in the separation of the loop, just below the staple line, the 2 anastomoses were undamaged. At reoperation, it was resected and resolved. Currently the patient is hospitalized, care, they have had 4 collections of the drains.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. Three photos received. Upon visual inspection of three photos, the following was observed: the first photo shows tissue and a clip can be seen in the tissue. The second photo shows a device with tissue between the jaws. The third photo shows the staple line on the tissue and staple line and cut line appears to be as expected. No bleeding was noted on the staple line. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.